Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s son reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 416 mg/dl and 421 mg/dl. Customer's other relevant blood glucose level was 189 mg/dl. Customer also reported that the insulin pump had failed battery, battery out limit. Customer reports they were able to clear the alarm. It was also reported that the insulin pump had no delivery alarm. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.